Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states on/off mode switch is not working on this joystick and the chair will not turn off.